Event description:
It was reported that a patient lost movement in her leg 'about 10 days.' It was unclear if this meant the patient had lost movement in her leg for about 10 days or she lost movement in her leg about 10 days prior to the report. The reporter stated that it had been a 'gradual progression' starting with not being able to walk without a walker. It was reported that the healthcare provider wanted to do an MRI scan of the patient's spine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v922002, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).